Event description:
It was reported that the device received alarm - error codes / messages, 356.6710 error code. Customer reported "I can not duplicate. Has had error several times in error log. Digital sensor must need replacing." No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Correction: e.2;g.2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced force sensor assy, front cover, rear case, lt/rt handle, barrel clamp, tube/sleeve drive, wiper seal, u4 & u5 on display bd, lt iui seal and lower housing. Plunger gripper recall and dim segment display recall completed. Performed calibration. The probable root cause of the reported issue was due to electrical failure of the force sensor assy. A review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received alarm - error codes / messages, 356.6710 error code. Customer reported "I can not duplicate. Has had error several times in error log. Digital sensor must need replacing." No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received alarm - error codes / messages, 356.6710 error code. Customer reported "I can not duplicate. Has had error several times in error log. Digital sensor must need replacing." No additional information was provided. There was no patient involvement.